Event description:
The customer reported that the panel on the canopy has several tears. No pt injury was reported.

Manufacturer narrative:
(B) (4) - eval of the returned product shows that the pt surface of the mattress envelope has five foot tear. There is other damage to the canopy not relevant to this complaint. (B) (4).